Manufacturer narrative:
The returned handle was evaluated. There were no visual indications of damage. However, a functional inspection found that the ratcheting mechanism only works on the reverse position; it no longer works on the forward position. The cause can likely be attributed to applying an extremely high force (such as inserting a screw too far) during use. A review of the DHR did not identify any issues which may have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the ratcheting mechanism of a handle wouldn't work in the forward or reverse positions during surgery. An alternative handle was used to complete the procedure. There were no reports of patient impacts associated with this event.